Event description:
Information received indicates, the brake casters at the foot of the stretcher are not working.

Manufacturer narrative:
The technician found a rivet missing in the brake linkage. The technician repaired the linkage to repair the link.